Event description:
It was reported a patient with a history of peripheral vascular disease with left lower extremity bypass (with revisions over the years) quit taking plavix and developed intermittent right foot pain with no distal pulses. The patient was taken to the angiography suite where a catheter was placed. While attempting to remove the sheath, it frayed in five places. The patient was transferred to surgery for removal of the sheath.

Manufacturer narrative:
The device was not returned for analysis. However, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported sheath fraying and subsequent surgical procedure could not be conclusively determined. However, the patient had peripheral vascular disease with several bypass surgeries, which may have contributed to the product performance. Even though the product was returned, testing on the naviflex introducer indicates that it meets or exceeds the iso- 11070 standard for hemostasis introducers. The naviflex instructions for use (IFU) cautions insertion into the artery may cause excessive bleeding / and or other complications. Additionaly, the IFU indiviual patient anatomy and physician technique may require procedural variations. Do not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine cause.